Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was opened during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during preparation the ¿plastic little tube¿ on the handle cannula that usually moves back and forth was stuck, preventing extension of the snare loop. No visible damage to the device was noted. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the flare to be detached, therefore, this is now an MDR reportable event.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) relates to 1104 for the investigation findings: flare detached. Investigation results: visual evaluation of the complaint device found one pronounced kink near the handle, and other kinks along the catheter and wire. It was also noted that the flare was detached, and functional evaluation could not be performed due to the flare detachment. The pe extruded tubing (¿plastic little tube¿ as reported by the customer) moved freely along the handle cannula. The condition of the returned device was not consistent with the complaint that the pe extruded tubing was stuck. However, manipulation of the device during preparation likely produced the kinks found in the working length, which would create resistance during subsequent attempts to actuate the device. Actuation against this resistance can ultimately cause the flare to detach. The flare detachment would cause the failure to extend that was initially reported. The failures identified were likely caused by handling of the device without patient during unpacking/preparation. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.